Event description:
A consumer reported experiencing impaired vision at distance and near, double vision, floaters, and starbursts following bilateral intraocular lens (iol) implant surgery. The reporter did not provide any contact information, therefore, no follow up could be conducted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reporter did not provide any contact information, therefore, no follow up could be conducted. This report was mailed to FDA on: 03/06/2009.